Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. The customer's blood glucose level was 169 mg/dl. Reportedly, the ac power adapter was not charging the pump. It was indicated that the customer was able to charge the pump with another wall adapter.